Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room and was subsequently admitted to the hospital after receiving four shocks for ventricular fibrillation. The fourth shock converted the rhythm; however, a code was displayed which indicated a shock into an open circuit due to a high shock impedance measurement. Additionally, pacing impedance measurements were less than 200 ohms on the atrial channel. A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting. A revision procedure was subsequently performed and this device was explanted and replaced. The associated right ventricular lead and the associated competitive atrial lead remain in service and were successfully interfaced to the replacement device. No additional adverse patient effects were reported.